Manufacturer narrative:
Device not returned for evaluation. If additional information is received it will be reported on a supplemental report. (B)(4): device will not be returned.

Event description:
Gamma nail with u blade extraction, lag screw cut out, bipolar hip used as replacement.